Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that inspection of the cadd cassette revealed that the leakage originated from inside the sealed hard plastic case rather than from the tubing. There was no reported patient involvement or harm.